Event description:
The customer reported the ventilator alarmed while in use due to an air source fault. The customer reported the device was in use on a pt and there was no pt harm. The ventilator log history confirmed there was an air source fault, in addition to a gas supplies lost: safety valve open alarm, which indicates the oxygen source is either disconnected or not detected by the oxygen pressure switch. The loss of both air and oxygen gas supplies will affect the function of the ventilator. The respironics service tech was unable to duplicate both the air source fault condition and the loss of oxygen. The service tech replaced the blower as a precaution for the air source fault. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specs.